Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Identification of issue has been done by analyzing problem description and device's logs. The issue was decided to be reported based on available information as the initial description may in some cases lead to stop of ventilation. In the further process of complaint handling, the provided information indicated that no further details regarding this case was available. There was no information about the replacement of any part. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 11/15/2017. Corrected manufacture date: 11/16/2017.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated alarms for leakage. There was no patient harm. Manufacturer's ref.#: (B)(4).